Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported multiple, intermittent altitude alarms occurred. Reportedly, the pump was not outside the labeled altitude operating range. There was no reported impact to the customer¿s blood glucose. Tandem technical support attempted to troubleshoot, however, the customer declined to provide additional information regarding the issue. Reportedly, the customer had manual injections available as alternate insulin therapy.